Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study performed, the self-gripping mesh (sf or ¿d1¿) was compared with standard polypropylene mesh (pm or ¿d3¿) to evaluate the mesh in treating primary inguinal hernia in adult male patients in terms of chronic postoperative pain. One hundred male patients with primary inguinal hernia were randomly allocated into two groups: 50 patients with 50 hernias where treated with self-gripping polyester mesh (sf or ¿d1¿), while second group included 50 patients who were treated with the standard mesh (pm or d3 group). Early post-operative complications reported under sf group: 2 seroma and 5 early wound infection. Seroma was treated successfully by aspiration under complete aseptic technique and early wound infection was treated conservatively by local wound care and antibiotics. Recurrence was encountered in one patient of the sf group. Visual analog scale showed significant less early and late postoperative pain in the sf group compared with the pm group.

Manufacturer narrative:
Walid m. Abd el maksoud, khaled s. Abbas, ahmed d. Mohii. Comparison between lichtenstein procedure using polypropylene mesh and se lf-fixating mesh for management of primary inguinal hernia in adult male patients in terms of chronic postoperative pain: a prospective randomized controlled trial. The egyptian journal of surgery 38. Doi: 10.4103/ejs.ejs_84_19. Pages 597¿603. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.